Event description:
It was reported to target that during use, the dr. Coiling right pcomm aneurysm with the gdc 8x30 coil through an excelsior catheter placed 10 coils, on the 11th coil, dr. Attempted to detach the coil and after 15 minutes coil would not detach. So dr. Tried to reposition the catheter relative to the marker and then upon doing so the coil detached leaving part of the coil in the parent vessel. Dr did try to remove the coil from the aneurysm and coil fractured and dr did remove several fragments. He ended up leaving platinum in the vessel. Dr also lysed a clot kicked out of the aneurysm. Pt left with hemiparysis in the upper extremity."